Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right ventricular lead exhibited alerts for noise. The lead was also noted to be fractured. The lead was successfully capped and replaced. The patient was in stable condition post surgery.